Event description:
A pt had experienced stomach pain after bending over to pick up a paper. It was noted that the issue was similar to a return of symptoms. The pt was admitted to a hospital. An x-ray did not reveal any signs of obstruction. The pt's outcome was not reported. Additional info is being requested from the hcp, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).